Event description:
It was reported to boston scientific on 10/24/2006, a product problem occurring during an embolization procedure. It was reported that the "blood vessel was very tortuous. This coil (device in question) was inserted into a clinical supply's microcatheter (inner diameter 0.021"). Then, a 2-4cm length of the (device in question) protruded from the microcatheter's distal end. Though the (device in question) started to be wound, it wasn't able to be fitted. Therefore, the (device in question) was pulled and pushed again and again at the catheter's distal end. Then, when the pusher wire was pulled, the (device in question) stopped moving suddenly. At that time, friction or other abnormality wasn't felt. When the detachment area was checked at angiography, it wasn't detached. But coil side detachment area looked like it unraveled. The pusher wire was pulled, but the device in question was still unraveled and the coil's distal tip didn't move. Finally, when the interlocking area came to the hub, the coil was detached. But the remaining coil was able to be pulled out by fingers. After this trouble, a new coil and the same catheter were used, and this procedure was finished. The physician desires to know why the trouble occurred. And he requested to take photos." It was reported that there were no pt complications and the pt condition was good.

Manufacturer narrative:
The device in question has been returned to the manufacturer for evaluation and is currently in process of evaluation. Based on the info known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant info is found, a supplemental report will follow.